Event description:
No additional information received from customer.

Manufacturer narrative:
Corrected fields: h6, h11. Updated fields: h6, h11. This supplemental report is being submitted to provide the results of the reopened final investigation. In addition, the following reportable malfunctions were identified during the device evaluation: noise image occurred. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: known inherent risk of device. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation the most probable cause is due to a cause traced to failure to follow instructions. According to previous investigations, the use of products that contain silicone can cause deposits of white foreign material. Silicone is for example included in simethicone, a defoaming agent, lubricants and so on. If the customer used them, there was a risk that foreign material remained in the channel even if the reprocessing was conducted in accordance with IFU. Simethicone and petroleum/oil/silicone-based lubricants are non-water soluble and thus not recommended for use by olympus. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope's air water tube and air water cylinder had foreign objects. There was no patient involvement.